Event description:
The patient was undergoing a coil embolization procedure in the lower branches of the renal artery using ruby coils and a non-penumbra microcatheter. During the procedure, the ruby coil would not take its intended shape within the target vessel. Therefore, the ruby coil was removed. Subsequently, the same issued occurred with a second ruby coil. Therefore, the ruby coil was also removed. It was reported that the physician decided to treat different branches than the intended original vessel. The procedure was completed using ruby coil lps and a smaller size non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-02577.